Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing thresholds and noise on the rate/sense channel. The noise was oversensed and led to the delivery of inappropriate shock therapy delivery to the patient. Guidant received additional information that the right ventricular pacing impedance varies from 450 to 2206. Isometrics did not reproduce noise, however,slight movement during sitting caused overensing on the rate/sense channel. X-rays do not show anything out of normal.